Event description:
It was reported that this right ventricular (rv) lead had a fracture. The lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead had a fracture. The lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, the lead was returned severed ~150 mm from the terminal end. Only the proximal segment was returned. The fracture allegation was not confirmed - based on normal lead resistance measurements and inspection which showed no conductor issues on the segment of lead returned. No evidence of device defect, malfunction or abnormal damage was found. The conclusion code was selected based on analysis of the returned product. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.